Event description:
Pt reported not feeling well and blood glucose being elevated. Pt did not remember blood glucose levels. Paramedics were called, but pt did not recall what treatment was performed. Pt was admitted to the hospital the next morning when blood glucose reached 773 mg/dl. The nurse removed the device and treated the pt with insulin. Pt was still in the hospital in 2005 and blood glucose was down to 90 mg/dl. Patient stated that they used the piston rod and adapter for 5-7 years, longer than recommended.